Event description:
Report received of a pump that could not be reprogrammed. The device was returned from clinical service with an unsigned note that read: "broken". The pump was tested by the customer biomedical engineering contact who reported that on channel a, a rate and volume to be infused (vtbi) could be programmed; however, once the pump was running, the rate could not be reprogrammed to a different setting. When the rotary knob was placed on rate, the pump display screen read "vtbi"; therefore, a new rate could not be programmed. On channel b, it was reported that when the pump alarmed, the display screen would show an alarm message, but there were no audible tones. Additionally on channel b, the pump could be programmed normally, but the volume infused would not clear. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no add'l info was available.